Event description:
It was reported that the detector was dropped multiple times by customer and leading to an issue with the shooting x-ray. Customer ordered detector replacement as a proactive manner. There was no harm to patient or user.

Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that detector was dropped. There was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector had been dropped, leading to an issue with the shooting x-ray. The detector has to be changed. The device was replaced with new detector and returned to clinical use.